Event description:
It was reported that a patient presented for a heart catheterization procedure. Device interrogation revealed loss of capture, loss of sensing, and oversensing noise on the atrial lead. The atrial lead was found to be dislodged. On (B)(6) 2023, the physician elected to cap and replace the atrial lead. The patient condition was stable.